Event description:
Event description guidant received information that this device was part of a legal action and the patient passed away. Legal documents indicate that the device "went off" 23 times in 24 hours. The patient's family was told that the defibillator was shuttling out. The patient passed away the next day and the death certificate listed arthesclerotic cardiovascular disease.